Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. It was noted that capture thresholds had increased in bipolar and unipolar mode on the right ventricular lead. The patient is dependent on the device for normal function so the lead was capped (B)(6) 2019 and replaced. The generator was also electively replaced. There were no adverse consequences and the patient was discharged in stable condition.